Event description:
User reported receiving a cartridge alarm, specifically alarm 20, verified in the pump's history during operation. There was no reported impact on the customer's blood glucose level at the time of the event. The pump, which was under warranty, was replaced by tandem, and instructions were given to return the faulty pump using a pre-paid label. The customer was informed of the replacement, but no information was shared regarding backup insulin therapy.